Event description:
It was reported that the steering would not lock into the detent and was hard to steer. This could result in inconvenience and a slight delay in system usability. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.